Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up. As part of troubleshooting, the fse performed pc diagnostic test, and the pc failed the test. The fse indicated that the issue might be with the suite pc. The supplier's part analysis conclusively determined the cause of the suite pc failure was due to missing cmos battery. To resolve the issue, the fse replaced the suite pc, reloaded the software and verified the system operation, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.